Event description:
It was reported that a stopcock leaked blood during continuous renal replacement therapy (crrt). The three-way stopcock was used to connect a calcium gluconate infusion at a rate of 4 ml/hour to the blood return line of the crrt machine. During use, blood leakage was observed at the stopcock, specifically at the upward connection point. The device was immediately replaced, after which no further leakage occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) college. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, two (2) retained samples were evaluated. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional underwater leak, and air passage testing were performed; no leaks were identified, and no blockages were found. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.